Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew staphylococcus species which is normally found on human skin. It was reported the patient disconnected and reconnected to pd treatment 3 times on (B)(6) 2019 which preceded the peritonitis infection and is a known risk factor for infection in pd patients. Therefore, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the pd nurse.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving the patient line is blocked soft alarm on the liberty select cycler during drain 0 of 6. The patient stated that they were empty and that they have re-setup 3 different times. The fresenius technical support representative assisted the patient with bypassing into fill 1. Upon follow-up, the clinic reported the patient got peritonitis which may be due to reconnecting 3 times. The patient was able to complete treatment on the cycler. Upon further discussion with the patient¿s nurse, on (B)(6) 2019, the patient was experiencing abdominal pain and as a result went to the outpatient pd clinic. A pd culture was obtained which yielded growth of staphylococcus species. Reportedly, the patient was initiated on vancomycin 1 gram intra-peritoneal (ip) every 5 days on an outpatient basis. Per the nurse, the patient is recovering and continues pd treatment with the same cycler without any issues. To date, there were no reported any fluid leaks, or any product related issues associated with the peritonitis infection. The nurse attributed the peritonitis to touch contamination from setting up and connecting/disconnecting 3 times on (B)(6) 2019.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.